Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had motor error alarms during bolus and it stopped, motor stopped, customer had to remove the reservoir and rewind and fill it again. The customer blood glucose level was 260 mg/dl and the also had extremely low and high blood glucose. The customer was assisted with troubleshooting. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump did not exposed to high magnetic field. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.